Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no product or photo was returned by the customer. It was reported that the extension tube would not flush. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model 20039e lot number 20125923 was performed. The search showed that a total of 24,003 units in 1 lot number was built on 11dec2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A trend for this occlusion issue has been identified for this product line. CAPA# (B)(4) has been initiated, and a team has been assembled in order to investigate the issue. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the smallbore 6 inch ext vlv couldn't be flushed due to blockage/occlusion. This complaint was created to capture the 2nd of 3 related incidents. The following information was provided by the initial reporter: "unable to flush through ext tube".